Manufacturer narrative:
The user facility is outside of the united states. No medwatch report ws received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent knee procedure on (B)(6), 2008. Patient underwent revision surgery on (B)(6), 2011 due to mal-alignment (10 degrees valgus) and loosening of tibial component. No further complications have been reported.